Manufacturer narrative:
Additional manufacturer narrative - regurgitation is considered to be a perivalvular leak (pvl) if a jet originates between the bioprosthetic sewing ring and the patient's annulus. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The explanted device was not returned to manufacturer, thus cannot be evaluated. The reported clinical observation, pvl, cannot be confirmed or evaluated without echocardiography imaging. In this case, the surgeon notes event is due to patient related factors. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately five (5) years and six (6) months ago, was explanted due to a paravalvular leak. Surgeon notes this explant was patient related. The explanted device was replaced with another edwards bioprosthetic valve. Access to records and device was denied by the healthcare provider. There are no adverse events reported as a result of the explant surgery.